Event description:
The lay user/patent contacted lifescan in early 2009 and alleged that his one touch ultra meter had an issue with the c button. The alleged issue first occurred the same day at 11:30 pm. As a results of the reported issue, the pt reportedly decreased his dose of diabetes medication. He also reported that he experienced "low blood sugar" (specific symptoms not provided) after the product issue began. He did not received any medical treatment. At the time of troubleshooting, it was verified that this was a new product. The functionality of the c button was reviewed/verified and the issue was not resolved. The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. This complaint is being reported because the pt claimed that he experienced low blood glucose after the product issue began. The alleged issue was resolved with troubleshooting. The replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.